Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, operating currents and self test due to unresponsive buttons. The asr exemption e2015043 was revoked on february 4, 2019.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated the device was exposed to moisture/fluid. Blood glucose level at the time of the incident was 320 mg/dl. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.